Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a cervical spinal fusion, a 2cm imprecision was observed when utilizing a drill in that the application software displayed the drill was 2cm deeper into the anatomy than intended. The navlock used alongside the drill was switched, the instrument was re-verified and the imprecision continued. It was reported that drill bit was then swapped and a 2mm imprecision was observed. The site elected to complete the procedure, compensating for the 2mm imprecision. There was a reported delay to the procedure of 20 minutes due to this issue. There was no impact on patient outcome. No additional information was provided.